Event description:
The facility reported a colleague infusion pump with the main power light failing to come on. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with main power light failing to come on was confirmed and duplicated during product evaluation. This condition was caused by a blown fuse. The fuse was replaced to correct the reported condition. Additional information: this involved a colleague version 1.7 infusion pump with a user interface module software version of 7.01.00.